Event description:
The patient had a scs trial procedure on (B)(6) 2010. It was reported that the physician attempted to implant a trial lead at t8-t9. However, due to adhesions/scar tissue, the physician was unable to insert the lead into the epidural space. He attempted to insert the lead at three different vertebral levels without success. Ultimately, the case was aborted and the physician discarded the lead. The patient reported that the trial procedure took two hours. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.